Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system did not communicate with a programmer at a routine follow up visit. The patient also reported heering beeping tones from the device. Therefore, the patient was scheduled for a replacement procedure, at which time telemetry was unable to be established and damage was noted on the is-1 ventricular connector. Visual inspection noted that the terminal pin was dislodged while disconnecting the ICD. The physician elected to explant the ICD and electrically abandoned the rate sense portion of the lead. A competitors ventricular rate sensing lead was implanted without further difficulty.